Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model:3186, UDI:(B)(4), serial: (B)(6), batch: a000090586. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg site and ineffective therapy. As such, surgical intervention took place wherein the entire system was explanted to address the issue. Investigation was unable to determine which of the lead attributed to the reported issue.